Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination of the returned device identified distal stent damage. Stent struts on distal rows 2 to 5 were slightly squashed. The outer diameter (od) of the damage was approximately 1.32mm. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011 it was reported that during a percutaneous coronary intervention procedure, crossing difficulties occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. Pre-dilatation was performed by another manufacturer's balloon catheter and the taxus liberte (mr) - 38 x 3.00mm stent was advanced and failed to cross the lesion. Another manufacturer's device was used to complete the procedure. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.